Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with leaks near the reservoir. The customer states they tried to put the reservoir back in the pump, but insulin kept leaking. The customer states the reservoir begins to leak when it is in use. The customer states their blood glucose level had dropped to 50mg/dl, and then the customer removed the device. The customer's blood glucose level at the time of incident was over 175mg/dl. Troubleshoot was conducted. The customer had discarded leaking reservoirs, so they were not able to be returned for analysis. The customer is being sent replacement sets and reservoirs.